Event description:
It was reported by the customer "tubing is not priming correctly. Priming should require 6cc of fluid. Have had 7 sets so far where they have used up to 17cc and there is still bubbling in the line. Line just doesn't prime properly" add info rcvd: no catheter securement device involved. Problem is with priming the set, so they haven t even gotten as far as connecting the patient. This report addresses the third device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.